Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a lamp on a system needs to be replaced. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the lamp was replaced and retuned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. Lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into a calibrated system for functional testing. The lamp was found to meet specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stated the event occurred before the procedure. The surgeon was able to start and complete the case.